Manufacturer narrative:
The investigation has been completed. The product was returned. The power logs showed that battery one had a cell imbalance on cell two of 2v. The failure mode was reproduced on an engineering bench. Batttest confirmed battery one cell two was outputting 2v significantly under the 4v. The rest of the cells were outputting. The battery one pack voltage was measured to be 0 v rather than the expected 16 v, and the battery liquid-crystal display (lcd) indicator was blank (fully discharged) due to the cell imbalance. The battery failure alarm was due to a defective battery. The root cause of the defective battery was due to single cell failure.

Event description:
The user facility biomedical department reported a complainant had a battery failure (red alarm) noted on an automated impella controller (aic). The controller was replaced. There was no patient use nor harm/injury reported.